Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that her husband experienced high blood glucose level of 530 mg/dl. Customer's current blood glucose value was 266 mg/dl, 208 mg/dl and 254 mg/dl. The customer¿s blood glucose was 368 mg/dl at the time of the incident and current blood glucose was 208 mg/dl. The customer wife declined troubleshooting for high blood glucose and also for difference between sensor glucose and blood glucose. The customer was assisted with changing time on the pump and was advised to call back if issues persists. The products will not be returned for analysis.